Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed undersensing in the stored episode of auto mode switch. The patient presented in clinic on (B)(6) 2015, the device was reprogrammed and remained implanted. The patient would continue to be monitored.

Event description:
New information noted that the device continued to exhibit intermittent undersensing. No intervention was performed at this time. The patient was asymptomatic and feeling fine.

Manufacturer narrative:
(B)(4).